Manufacturer narrative:
The insulin pump was received with a button error alarm and had no act or down button reponse due to corroded keypad traces. Pump was received with cracked case at the display window corners, minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer indicated via phone call that he was to have received a new replacement insulin pump but the package he received was empty and did not contain a pump. He only received a return envelope. It appears that he will be sent a new replacement insulin pump for the one that he returned.